Event description:
As reported by the user facility: event description: customer states, "a whole bag of lasix infused in an 1.5 hours." 500mg/50ml rate: 1ml/hr. No pt injury; just standard protocols of monitoring pt's labs and vitals. (B)(4).